Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the customer reported complaint. The electrical continuity test passed. The instrument was placed on an in-house system and the instrument passed the initialization tests. Energy activation test was then conducted on the system. A wet paper towel was held between grips and began to smoke when the energy pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. The instrument was fully functional. No errors occurred during in-house testing. The technician performed grip force test on grips as additional testing and the reading measured at 6.93 lbf in straight orientation, 6.28 lbf in yaw, and 6.21 lbf for pitch. All readings were above the minimum requirement of 4.25 lbf. Electrode gap inspection was performed as an additional functional check and the electrode gap test passed. The technician verified that the gap between grips was .003". A review of the logs did not reveal any errors. An additional observation not reported by the customer was that the instrument was driven on a da vinci in-house system, but intuitive motion was not being experienced. The movement output was not corresponding to the hand motion being experienced at the master tool manipulator (mtm). It was noted upon visual inspection that the main tube tabs were no longer matching with the tube adapter of the instrument's distal clevis. The tabs appeared to be dislodged and could easily slide out of the adapter pockets once the distal clevis was rotated while holding the main tube steady. Since the clevis could move independently of the main tube due to this disengagement, this would create non-intuitive motion because the grip tips are no longer following the mtm commands. The known common cause of this failure is mishandling/misuse. The main tube tabs were put back manually into the adapter pockets so the instrument could experience intuitive motion for the energy activation test. A review of the instrument log for the vessel sealer instrument associated with this event confirmed that the instrument was used on (B)(6) 2020 on system sk2583. The vessel sealer extend instrument is a single use product and was not used in subsequent procedures. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported because: the generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion; however, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. The vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. Although there was no report of patient injury, if this issue were to recur it could cause or contribute to an adverse event. Follow-up was attempted, but the patient information was either unknown or unavailable.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend instrument insufficiently sealed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter attempting to gather additional information, however, the customer was unable to provide further information.